Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the ventricular output connector was damaged. It was also found that the external pulse generator (epg) failed testing as a result of problem with the micro processor unit (mpu) board. It was also noted that the epg's hook assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) extension input was broken. The epg has been returned for service. There was no patient involvement.